Event description:
Reporter alleged discrepant back to back blood glucose results of 404, 165, & 215 mg/dl, when testing was performed within 5 minutes on the advantage system. The location of the testing was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 549522 with an expiration date of 02-29-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.